Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on 07/05/2016, to report a loss of connection between the receiver and smart device and an adverse event that occurred on (B)(6) 2016. The patient's mother stated that due loss of signal, a low alert was missed, resulting in a hypoglycemic event. The patient's mother had to take the patient to the local fire station where fire personnel were able to transport the patient, via the ambulance, to the hospital emergency room to get treated for hypoglycemia. The emergency room personnel treated the patient's condition with insulin injections and with pain medication since he was in a lot of pain. The patient's mother reported that the patient was admitted at hospital where he spent the night and was released the next day on (B)(6) 2016. At time of contact the patient's condition was stable and is currently at home. No additional event or patient information is available.